Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump rejects batteries. Customer's blood glucose level was not provided at the time of the incident. The customer also reported a code error. Troubleshooting was declined. The insulin pump will not return for analysis.